Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure for benign prostatic hyperplasia, the fiber cracked and it was contained inside the jacketing of the fiber and removed. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
Correction to field h6 evaluation conclusion codes. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure for benign prostatic hyperplasia, the fiber cracked and it was contained inside the jacketing of the fiber and removed. The procedure was completed with another fiber without patient complications.